Manufacturer narrative:
The baxter technician found the¿caregiver control needed to be replaced. Per the¿hillrom¿service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance.¿ plug the bed into a power outlet. Make sure all functions on the caregiver control panel operate correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed.¿ it is unknown if the facility performs preventative maintenance on their beds. The technician will replace the caregiver control to resolve the reported event.¿ if any further information is received, the complaint will be reevaluated. ¿based on this information, no further action is required.¿

Event description:
Baxter received a report from a baxter technician stating the bed contracted or folded up unintentionally. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).